Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose of 40 mg/dl at the time of the incident. Customer states they were having inaccurate readings. The customer's blood glucose was 40 mg/dl while the sensor glucose was 111 mg/dl. This is not within the target range of glucose difference but this did not result into a threshold suspend. Troubleshooting was performed. Nothing will be returned for analysis.